Manufacturer narrative:
H4: device manufactured on may, 17, 2022- may 18, 2022 h10: the device was received for evaluation. A visual inspection was done which observed that the valve set port 22 valve core was missing from the valve body. The reported condition was verified. The cause of the condition was a manufacturing related issue during the assembly of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the valve in port 22 of a em2400 valve set was missing which resulted in a fluid leak. This was observed during set-up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.